Event description:
In [redacted date] - approximately 1 year ago, our health system began changing our crrt [continuous renal replacement therapy] machines from prismaflex to prismax. We have noticed times in which there are massive blood clots in the tubing w/in the blood warmer (thermax). Since the tubing is seated within the blood warmer it is not visible to the rn during crrt treatment until the crrt tubing is taken down or changed out. The crrt machines would alarm high return pressures and rn would not be able to return the blood to the patient. Upon removal of the tubing, significant clots were noted in the thermax tubing. During the timeframe in which our organization began switching to prismax machines, there was a nationwide shortage of citrate anticoagulation. We thought the issue would resolve when citrate became available again. When citrate became readily available again in the spring of [redacted] - this year, the blood clotting events decreased in frequency, but continue to occur. Our cns [clinical nurse specialist] has been expressing concerns to the vendor, vantive. They confirmed the dark matter in the warming pouch was blood clots. The cns went to the crrt summit in (B)(6) in [redacted date] - approximately 6 months ago, to talk w/ vantive and other healthcare organizations that use this product to discover if others have had this same issue and no one else has identified this issue. Since [date redacted] - near the beginning of this year, we have had four internally documented events of this clotting issue. Two of the patients were on acda [acid citrate dextrose formula] citrate anticoagulation and two were not. The effect to the patient was that the blood was not able to be returned to them upon the crrt machine stopping due to high pressure alarms. Our concern is that clots could be returned to the patient. We have had more of these events however they were not formally reported. We made vantive aware of six events via their feedback portal. These issues have occurred with multiple thermax warmers on multiple different patient types. We do not have specific device information that correlates with each event because they were reported retrospectively.